Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer reported that the drive support cap appeared normal. The customer got an magnetic resonance imaging. The troubleshooting was performed for motor error. Customer tried to rewind the insulin pump and got a motor error. Customer stated that there was a motor position encoder error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device stuck in motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify e70 error due to motor error alarm during the rewind test.